Event description:
It was reported to depuy acromed that a hexlobe driver tip broke off from the shaft. The tip remains in the screw. There were no other adverse consequences to the patient. A dimensional analysis was performed on the shaft and the instrument conformed to specs. A rockwell hardness test was performed and the instrument conformed to specs.